Event description:
A monopolar curved scissors instrument was returned without reporting a complaint. The instrument was never used.

Manufacturer narrative:
The instrument was returned and evaluated. No failure was reported for this RMA. Engineering found three hairline cracks at the distal end of the main tube. Electrical continuity test passed. The instrument was never used. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. No other damage was found.